Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed on the three sections of tubing returned and no defects were observed. Functional testing was also performed and the results of the leak test were found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample. It should be noted that while the reported complaint cannot be confirmed, hospitals use multiple connecting devices in conjunction with the tubing to achieve the desired equipment setup. At either the distal or proximal end of the tubing, leaks can develop if a tight seal is not achieved with the connecting devices.

Event description:
The customer alleges that various ventilators were failing the leak test. The technician continued to change out the tubing until one was found that was able to pass the leak test.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number 74a1600917 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint cannot be confirmed due the lack of sample. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that various ventilators were failing the leak test. The technician continued to change out the tubing until one was found that was able to pass the leak test.